Manufacturer narrative:
One opened probe was received with a tip protector in a bag. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for actuation, and nonconforming for aspiration. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter. Orange/brown foreign material observer on the port face of the inner cutter and dark foreign material observed in the diameter of the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through aspiration path. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference within the probe and once the interference was removed the probe was able to aspirate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had an aspiration failure. The root cause of the aspiration failure is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe. No specific action with regard to this complaint was taken by the manufacturing site because the probe sample was able to aspirate once the observed interference was removed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that when stepped on the foot switch during vitrectomy surgery, at first probe was aspirated but later stopped aspirating. The surgery was completed after replacing the probe with another probe. There was no patient harm.

Manufacturer narrative:
Additional information provided in h.2 and h.11. Corrected information provided in d4. The manufacturer internal reference number is: (B)(4).